Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the surgeon performed bha surgery on (B)(6) 2016. The surgeon performed re-surgery on the same day to remove tissue at airspace between cup and acetabular because he confirmed airspace after surgery. The surgeon removed the cup, neck and head to remove tissue. On (B)(6), the patient had pain at surgery portion when he woke up at his home. He didn't tip over. And the surgeon confirmed dissociation. So the surgeon performed re-surgery to change cup, neck and head. The parts are not consignment parts. We will return just cup, neck and head.